Manufacturer narrative:
The customer did return the affected product. The customer claim for blades retaining fluid and/or moisture, could not be confirmed or disputed. Investigator can confirm there was no moisture in the bags the affected product was returned in. Visual inspection and functional testing was performed on returned product all devices performed as intended. On the customer questionaire the end user stated that they were only using steps 1-8 and did not process the blades as stated in the IFU.

Event description:
The customer alleges that " water is leaking from the fiber optic area of the blade after reprocessing." No other details were provided and no patient injury/harm reported.